Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user's had expired test strips and user's test strip had poor storage.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 8-9mmol/l fasting. Verified the strips expired 05/29/2015. Reviewed meter memory: (B)(6). Memory concerns:with lo. Customer called in for troubleshoot the meter because she stated the meter would not power on. When meter activated customer was advised to obtain new test strips because the test strips in her possesion were expired and was also advised not to test with test strip lot number pp1250ica. Customer decided to run test and got an lo the meter. She stores strips in the kitchen and did not remember when the strips were first opened.